Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the middle segment measuring 41.0cm was returned for analysis. Internal insulation abrasion was noted at 2.7-3.6cm from the distal end of the middle portion. The etfe coating was intact at this location. Reliability laboratory technician st. Jude medical crmd reliability laboratory st. Jude medical crmd reliability laboratory

Event description:
This report is to advise of an event observed during analysis.